Manufacturer narrative:
.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. It was also noted that the patient was hospitalized with gastrointestinal bleeding three days prior to death. No further information is available at this time.